Manufacturer narrative:
No product was received for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The inform meter serial number was (B)(6). Qc passed within 24 hours of the event. The test strips were requested for investigation, however, the customer no longer has the vial of test strips to return. The customer stated the patient had decreased peripheral blood flow. Product labeling states: "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level." The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on an accu-chek ® inform meter compared to the laboratory. The result from a capillary sample on the meter was 189 mg/dl. The result from the laboratory from a venous sample drawn at the same time was 54 mg/dl. The result from the laboratory was believed to be correct.